Event description:
The customer reported that leaking occurred at carefusion primary set spike connection to the female tubing end of spiros extension set during patient infusion.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.